Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead was dislodged. Increased capture thresholds and dropped in sensing were noted. During an attempt to reposition the lead, helix could not extend and stylet could not be advanced down the lead. The lead was explanted and replaced. Patient tolerated the procedure well.